Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was advanced for dilatation. However, at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.